Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to duplicate the reported issue. The technician reviewed the electronic records and observed multiple instances of low battery alerts. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the monitor of their device unexpectedly shut off. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that the monitor of their device unexpectedly shut off. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.

Manufacturer narrative:
A stryker software engineer reviewed the device's logs and indicated that the reported issue was verified. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.